Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings when scanning the adc freestyle libre sensor compared a competitors meter and hcp meter. On (B)(6) 2019, the customer experienced a headache and obtained a scan of 158mg/dl compared to a 416mg/dl on a competitors meter. The paramedics were called and a blood glucose of 400mg/dl was obtained on the hcp meter and the customer was treated by paramedics for hyperglycemia with "novolog 70/30 mixed 38 units." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving low readings when scanning the adc freestyle libre sensor compared a competitors meter and hcp meter. On (B)(6)2019, the customer experienced a headache and obtained a scan of 158mg/dl compared to a 416mg/dl on a competitors meter. The paramedics were called and a blood glucose of 400mg/dl was obtained on the hcp meter and the customer was treated by paramedics for hyperglycemia with "novolog 70/30 mixed 38 units." There was no report of death or permanent injury associated with this event.